Manufacturer narrative:
No additional information related to this report was able to be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an unspecified product performance issue.